Event description:
The customer reported a loss of vascular imaging mode functionality. No pt or user injury was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The hard disk drive was evaluated and reformatted. The pcb assembly connections were also evaluated and reseated. The system software and calibrations were also reloaded. The system was tested and found to be working as intended and returned to service.